Manufacturer narrative:
Concomitant medical products: the procedure also involved the following product - product ID: g6623513 (screw pk2 g6623513 sa s-d 3.5mm x 13mm) lot #h5634065 status: remains in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of cervical spondylotic cervical myelopathy, undergoing a c4/5 acdf procedure. It was reported that the patient experienced post-operative hematoma and paralysis of the upper limbs. Reoperation was scheduled before dawn on dec 18. Implant products were also removed and hematomas removal and additional decompression were performed. The implant products were re-placed. The patient issue was reported to be improved. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Device status reason : implanted-remains in service additional information was received which stated that the problem was resolved by reoperation. The patient did not achieve solid fusion as it has not come to that stage yet. The direct cause of the event is unknown. Hematoma has spread to the lower part where the cage was placed. Event originated through surgery, it was not due to the product itself. Implant product has been placed again in reoperation.